Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which was oversensed and resulted in pauses in pacing for this pacemaker dependent patient. The lead was reprogrammed to unipolar configuration and the pacing impedance measurements decreased from 520 ohms to 370 ohms. The impedance measurements subsequently began to increase and the physician stated the lead had sustained damage due to subclavian crush. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.